Manufacturer narrative:
No button error alarm noted. Insulin pump was received with intermittent button response due to corroded keypad traces. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer could not clear the alarm. While attempting to deliver a bolus, the buttons on the insulin pump were not working properly. Customer's blood glucose level was 190 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.